Manufacturer narrative:
The pump had a cracked and bleeding lcd glass. Unable to perform the displacement test due to the damage on the lcd. The pump also had a cracked reservoir tube lip, minor scratched on the lcd window, and a cracked case at the display window corner.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer dropped his insulin pump on the cement and the screen is broken and half of the screen is blacked out. The liquid pixels are exposed. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.